Manufacturer narrative:
(B)(4). Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report. The customer did not retain the lot number which determines the date of manufacture.

Event description:
The customer reported the new cuff extends up the tube a cm or two, making the tube effectively shorter. There were 3 accidental extubations with this tube in the last few months. Reintubation or required intervention was not reported. One report for each of the 3 tubes in this complaint are referenced on our reports: 2936999-2016-00907, 2936999-2016-00909, 2936999-2016-00910.